Manufacturer narrative:
A bec field service engineer (fse) was dispatched and observed a low vacuum on the cap piercer and was attributed to a partially clogged line (line 118). The fse cleared the line by flushing it with deionized water. Repairs were verified. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600i synchron access clinical system leaked fluid down into the cap piercer blade assembly. The customer stated that the volume of the leak was approximately 1 tablespoon and the customer cleaned up the leak. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear during the event. No erroneous results were generated.